Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis from (B)(6) 2019 with blood glucose level was 250 mg/dl, but in the morning, the blood glucose level was over 400 mg/dl and treatment with insulin shot, fluid and antibiotics at hospital. Customer reports they feel okay to troubleshooting. Customer's son stated that the insulin pump was not working and crack at hinge. Customer's son stated that the auto mode feature was not active. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. The customer was alleging that the insulin pump was under delivering. The insulin pump will be returned for analysis.